Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: na, as the lens was removed/replaced during the same procedure. Section d6b: na, as the lens was removed/replaced during the same procedure. Section e1: telephone number:(B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that posterior capsular rupture (pcr) occurred and the newly inserted intraocular lens (iol) was removed. There were no complications noted. Additional information received revealed that the issue was not due to the lens, patient was doing well with no injury reported. No further information was provided.